Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnormal bleed') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), allergy to metals ("nickel allergy"), rash ("rash"), skin disorder ("rash / skin condition"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), tooth disorder ("dental problems"), alopecia ("hair loss"), migraine ("migraine") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes"). At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the allergy to metals, rash, skin disorder, bladder disorder, urinary tract disorder, vaginal discharge, hormone level abnormal, tooth disorder, alopecia, migraine and visual impairment outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, bladder disorder, genital haemorrhage, hormone level abnormal, migraine, pelvic pain, rash, skin disorder, tooth disorder, urinary tract disorder, vaginal discharge and visual impairment to be related to essure. The reporter commented: plaintiff received treatment for bleeding, pain , bladder problems, urinary problems, vaginal discharge, hormonal changes, dental problems, hair loss, migraine, vision problems. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Reporters information updated. Event: injury were updated to pelvic pain. New event: abdominal pain, gen. Abnormal bleed, nickel allergy, rash, skin condition, bladder problems, urinary problems, vaginal discharge, hormonal changes, dental problems, hair loss, migraine, vision problems were added. Lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity. Family history included diabetes (maternal grandmother). In (B)(6) 2008, the patient experienced allergy to metals ("nickel allergy"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), hot flush ("hormonal changes/ hormonal changes: hot flashes"), tooth disorder ("dental problems"), alopecia ("hair loss"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),") and nausea ("nausea"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2017, the patient experienced visual impairment ("vision problems /vision/eye problems ¿ poor vision"). In (B)(6) 2018, the patient experienced fungal infection ("infection (other): yeast infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), rash ("rash"), skin disorder ("rash/skin condition"), migraine ("migraine /migraines/headaches"), menstrual disorder ("abnormal menstrual cycles"), back pain ("lower and upper back pain") and abdominal pain lower ("abdominal pain lower"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain and abdominal pain lower had resolved and the allergy to metals, rash, skin disorder, bladder disorder, urinary tract disorder, vaginal discharge, hot flush, tooth disorder, alopecia, migraine, visual impairment, female sexual dysfunction, menstrual disorder, fungal infection and nausea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, bladder disorder, female sexual dysfunction, fungal infection, genital haemorrhage, hot flush, menstrual disorder, migraine, nausea, pelvic pain, rash, skin disorder, tooth disorder, urinary tract disorder, vaginal discharge and visual impairment to be related to essure. The reporter commented: plaintiff received treatment for bleeding, pain , bladder problems, urinary problems, vaginal discharge, hormonal changes, dental problems, hair loss, migraine, vision problems. Insertion details: on the patient¿s right side, the deployment was fairly distal and coils not visualized at the tubal ostia after deployment (per mr). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Impression: satisfactory bilateral micro-insert positioning with respect to the uterotubal junction with tubal occlusion at the cornua bilaterally (per mr). Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: yeast infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs & mr received. Added event abnormal menstrual cycles, apareunia (inability to have sexual intercourse),infection (other): yeast infection, nausea. Pt updated for hormonal changes to hot flashes, vision/eye problems to poor vision. Event onset date was added. Updated outcome of events from unknown to recovered/resolved. Medical history, concomitant conditions, lab data were added. New reporter's was added. Patient's demographics was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.